Event description:
The catheter was inserted on 7/22. It was functioning well until 8/1 when there was a high pressure alarm and blood inflow into the tubing. There was no helium leakage signal to indicate leaking. Catheter was clamped immediately. When physician removed catheter from pt the balloon was partially inflated in spite of sucking out gas before removal. Pt developed shortness of breath and chest pain. Thn s.l. Given to pt. Bipap ventilator was applied to improve pt's ventilation. There were no complications.